Event description:
It was reported that for this subcutaneous implantable cardioverter defibrillator (s-ICD) system review of device data showed a gradual increase in impedance over time. The presenting electrogram (egm) has remained stable, making significant system movement unlikely. Findings do not suggest a lead fracture; however, conversion efficacy may be a concern. Consideration was given to evaluating for changes in body habitus, medication status, or adipose tissue around the coil or device, with imaging recommended as appropriate. The caller was advised to refer the case to the managing physician. The system remains in service. No adverse patient effects were reported.